Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a fluid leak was reported, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during the dwell cycle of peritoneal dialysis therapy. The patient was connected to the device at the time of the alarm. The patient stated there was fluid on the floor, and they were not sure where the fluid leaked from. The patient was advised to start therapy over with all new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.